Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000115455. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported that one of the patient's leads had high impedances which prevented them from getting a MRI. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.